Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the damage was noted at the tip and the wire came loose. No fragments fell inside of the patient¿s anatomy. There were no broken or damaged cables, no allegations of arcing or loss of cautery during the procedure. There were no issues with the jaws of the instrument moving in the wrong direction/opposite to the surgeon's controls as all movements were in the intended direction. There were no injuries to the patient as a result of the reported failure.